Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused the screws to migrate, although it is possible that factors such as pseudarthrosis contributed to the issue. The ozark surgical technique states that, "internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen". The patient was reportedly being revised for pseudarthrosis when the damage to the implant was noted. However, the reported failure mode could not be confirmed as radiographic images and devices were not available, and a cause was unable to be determined conclusively. H3 other text : device not returned to stryker.

Event description:
It was reported that the locking mechanism at inferior end of an ozark view plate was noted to be fractured upon exposure during scheduled pseudoarthrosis revision of c6/7. The 2 inferior screws were 1-2 threads "proud" of the plate and not fully secure. This report will represent the plate.

Manufacturer narrative:
Device was discarded by hospital.

Event description:
It was reported that the locking mechanism at inferior end of an ozark view plate was noted to be fractured upon exposure during scheduled puedoarthrosis revision of c6/7. The 2 inferior screws were 1-2 threads "proud" of the plate and not fully secure. This report will represent the plate.